Event description:
The medi-therm iii was adjusted to 33°c but it cooled down the patient to 31°c within 4 hours. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
The medi-therm iii was adjusted to 33°c but it cooled down the patient to 31°c within 4 hours. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the unit was cooling the patient too low due to a malfunctioning patient probe jack assembly. No additional medical intervention or surgical delays were experienced as a result of this failure. The malfunctioning patient probe jack assembly was unavailable for return for further evaluation.